Event description:
It was reported that a patient experienced peritonitis manifested by cloudy effluent and abdominal pain coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On the same day as the onset, the patient began treatment with vancomycin (1g, every five days, intraperitoneally) and fortaz (1g, daily, intraperitoneally) for peritonitis. Dianeal therapies were ongoing. At the time of this report, antibiotic therapy was ongoing and had not recovered from the event. No additional information is available. This is report 1 of 4.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).